Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 95132 were returned and analyzed. The data files showed at least 4 applications were performed with the returned balloon catheter on the date of the event with no system notice or any issues. Additionally, 11 applications were performed with a different balloon catheter and system notice (B)(4) ¿refrigerant delivery path is obstructed¿ was triggered on multiple applications. Also, the files confirmed the system notice of the (B)(4) ¿fluid detection in catheter¿ on the date of the event. Visual inspection of the returned balloon catheter showed blood in the balloon. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact. Dissection showed a guide wire lumen breach/ kink 0.79 inches from the tip. Dissection of the handle showed traces of blood at the vacuum service loop. In conclusion, the reported system notice (B)(4) was confirmed through data analysis. The balloon catheter failed the returned product inspection due to the guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.